Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Customer changed the pump supplies to address the elevated (bg) and occlusion alarms. Customer continued to use the pump for insulin therapy. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.